Manufacturer narrative:
If implanted, give date: (B)(6) 2016. Age at time of event: 18 years old or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-12487. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2016, the patient underwent percutaneous coronary intervention (pci) for a lesion located in the proximal to distal right coronary artery (rca). Two synergy¿ drug-eluting stent were implanted to treat the lesion. Following post-dilatation with a 4.0mm non-compliant balloon catheter, the stents were very well apposed. The procedure was completed with great results. In (B)(6) 2016, the patient presented with sudden increase of angina and angiogram was performed. Angiogram revealed the two synergy¿ stents had significant isr. Subsequently, the isr was reopened using non-compliant balloon catheters and a scoring balloon, and was treated with a non-bsc paclitaxel-eluting balloon catheter. The procedure was completed with no further patient complications reported.